Event description:
It was reported the device shut off on its own during an open heart surgery case. The device was switched with another unit. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis: could not confirm the initial report. The upper case, lower case, ring cover and side bail covers were broken, the side bails were bent and the ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.